Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6(clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed the vacuum test. No patient was involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Corrected data: e1 (initial reporter and email).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed the vacuum test.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) visited onsite and performed unit checkout could not duplicate error on unit. Unit passed all functional and safety testes. Returned unit back to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed the vacuum test.